Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument would not fire. No injury or adverse event was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the device led to the finding of two cracked solder joints and a bowed switch. Functional evaluation was unable to replicate the reported condition found that the reload was not recognized. Failure to recognize a reload is the result of compromised solder joints. The root cause of the observed condition was determined to be a result of a manufacturing step and actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.